Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04) ¿ head. One m2a-magnum pf cup 54odx48id item# us157854 lot# 708300, one unk stem, and one unk head were returned and evaluated. Upon visual inspection the head and the stem are stuck together and could not be separated so the lot of the stem could not be confirmed. The lot of the head has gouging with the lot not being able to be seen. The od of the shell has scuffing and a wear line. The shell has indentation and scuffing on the inner radius of the device. The additional information does not change the outcome of the previous investigation. The event confirmed via medical records and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum pf cup 54odx48id/ pn us157854/ ln 708300, bi-metric/x por nc 13x145/ pn x180313/ ln 113120, m2a-magnum 42-50mm tpr insrt-6/ pn 139252/ ln 168650. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03126.

Event description:
It was reported that patient underwent a hip revision due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a hip revision due to pain. Additional information received in revision operative report noted there was a large fluid collection consistent with meal-on-metal debris. There was also a lot of black metal debris and hypertrophic synovitis. Metallosis was also found in the proximal femur. Attempts to obtain additional information have been made; however, no more is available.